Event description:
Patient reported left side infection that was treated with antibiotics, left side contracture, with the events of used to be more active and being a athlete but now can only walk, suspected allergic or reacting to ingredient in the implant, systemic inflammation, joint pain, headaches and fatigue, and the event of diagnosed with an autoimmune disease, determined to be not device related. This is for the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.